Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump was going into threshold suspend. The customer stated that the sensor was reading 40, but blood glucose value was 127 mg/dl. Troubleshooting was performed and the transmitter passed the testing. The customer had received calibration error and change sensor alerts. It was advised to change the sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test dop114-830. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. (B)(4).